Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The sample was provided for evaluation. A visual examination was performed, and no defect were observed in the tubing of the sample. The sample was then leak tested and no leakage was detected. To replicate the reported defect, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 480264, lot unknown) sucked air into the pump. According to the complainant, IV set sucked air into the pump and drip chamber empty when there was still fluid left in the bag. The complaint device was returned to the manufacturer for evaluation.